Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stations were not switching to override during scheduled override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not switching to override during scheduled override. A technical support specialist found that the issue was due to the known bug with critical override schedules that go over midnight, acknowledged that the issue was fixed in the next and onwards enterprise server versions and requested the customer to safely ignore the issue. The customer confirmed the case to be closed. The system functioned as intended after the technical support specialist troubleshot the device.